Manufacturer narrative:
Evaluation summary: the speed and force with which the planer was advanced is unknown. The condition and size of the bone is also unknown. Probable cause is unknown. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the doctor utilized a calcar planer in a total hip procedure in 2007. He started the reamer before advancing though bone. Once calcar planer contacted bone, it ripped the lesser trochanter into fragments, several of which were beyond recovery. The doctor cabled what was left and is hoping the proximal-coated stem will not subside.